Manufacturer narrative:
(B)(4). The device was not returning for analysis. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The treatments appear to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Date of occurrence is estimated as (B)(6) 2015 for reporting purposes, which is the first possible date of occurrence as the study spanned from 2015 to 2017. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article; comparison of complication and success rates of proglide closure device in patients undergoing tavi and endovascular aneurysm repair (hindawi, biomed research international; volume 2018, article ID 2687862, 5 pages) (B)(4).

Event description:
It was reported through an article identifying proglide devices that may be related to the following: access site related bleeding complications. Device failures. Suture breaks. Loose sutures. The study spanned from 2015 to 2017. Details are listed in the attached article titled "comparison of complication and success rates of proglide closure device in patients undergoing tavi and endovascular aneurysm repair "